Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was implanted for treatment. However, after post dilatation, a proximal edge dissection in the proximal part of the stent was noted. To cover the edge dissection, another 3.5x20 promus element was deployed proximally to the first stent, in an overlapping manner and the procedure was completed. No further patient complications were reported and the patient's status was stable.